Event description:
Update received (B)(6) 2013: doi and dor. No further information has been provided.

Manufacturer narrative:
This complaint is still in investigation. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes z3yej1000 and 1998351. A search of the complaint database finds additional reported incidents against lot codes 1990423 and 1986718 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint: manufacturing date request- possible revision no further info provided. Please see comments below. No further information has been provided. No outcome letter necessary as the manufacturing dates have been provided as per the original request. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.